Manufacturer narrative:
The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new significant information, a follow-up report will be submitted. A manufacturing CAPA is already in place to investigate the reported complaint.

Event description:
The caller reported a hospital had a box of 8 dic tracheostomy tubes and 2 of them were labeled for 8, but were actually 6. He stated that one of the mislabeled dic tracheostomy tubes was used on a patient. It was immediately seen that it was the incorrect size and was disposed of. This report is being filed for the second mislabeled tube which was not used on any patient, and was retained by the hospital. The first tube is reported on 2936999-2008-00401.